Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Event description:
It was reported that during the preparation of lithotripsy procedure, when the packaging was opened, it was noticed that a piece of blue coating from the outer surface of the sensor wire fell out of the package. The procedure was completed with another sensor wire. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire was returned for analysis. The visual and microscopic analysis was performed, and it was observed that the sleeve was detached from the wire and the polytetrafluoroethylene (ptfe) peeled at the middle section of the device. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. Based on the analysis of returned device, it is possible to conclude that operational factors such as some manipulation during the preparation of the device could have caused the sleeve detached from the wire and the ptfe peeled. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the preparation of lithotripsy procedure, when the packaging was opened, it was noticed that a piece of blue coating from the outer surface of the sensor wire fell out of the package. The procedure was completed with another sensor wire. There were no patient complications reported.